Manufacturer narrative:
The detector panel was returned to the manufacturer for analysis. The tester installed cp1, power supply and detector panel kit in a test imaging system. Gain cals progressed and both fluoro and rad gain cals were successful. The system performed both 2d and 3d imaging as expected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Initial fluoro testing very unstable with strong artifact in raw image. Unable to complete rad gain calibration with hi gain only achieving approximately 4000 at 120 kv. Cp2 upgrade required to replace cp/panel assembly. Removed power supply. Removed paxscancp. Installed cp2 paxscan. Removed flat panel. Installed flat panel. Required secondary fiber installed as tab had broken off from panel removal. Aligned panel. Replaced panel identification label to front panel of system. Completed image quality testing for preventative maintenance (pm) activities with good results. Fluoro gain calibration 47kv. Rad gain calibration 108kv. Verified navigation system connectivity and image both left and right with navigation system. The detector panel has been received by the manufacturer for evaluation, although analysis is not yet complete. No other parts were received. A full imaging system check-out was completed following troubleshooting and part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was unable to pass rad/fluoro gain calibrations during regularly scheduled maintenance. It was noted that the detector panel was "flaky" and required replacement. There was no patient present when this issue was identified.